Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 7f sheath after a percutaneous coronary intervention. Reportedly, a cuff miss [suture retrieval issue] was noticed. The plunger was not completely pressed in. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, the plunger was not completely pressed in. Full deployment of the plunger (step #2) was not completed. It should be noted that the electronic proglide instructions for use (IFU) states: use your other hand to deploy needle by pushing on the plunger assembly (in the arrow direction marked #2) until you visually confirm that the collar of the plunger makes contact with the proximal end of the body. It appears that the IFU violation contributed to the reported difficulty. The investigation determined the reported cuff miss was due to operator error and the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.